Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/15/2024, it was reported by a sales representative via (B)(4) that an abs-10063 prp processing set would not click into the centrifuge. The plastic discs were too big. This occurred during a case where one finally did click in and then the machine started to make funny noises and smell like smoke.

Manufacturer narrative:
Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.